Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main enhanced full height drawer failed to stay closed. The field service engineer (fse) replaced the inseparable unit, reseated and checked all cables, and inspected for any missing or defective slide bumpers. The customer tested the unit, and normal operation was confirmed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ns-5ace main drawer 6 was jammed and users could not be opened. The customer attempted to recover the drawer; however, the attempt was unsuccessful. The station was also rebooted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.